Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5028717. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 360508.

Event description:
It was reported that the patient developed an infection in the left lower back. The patient had non-device related back surgeries prior to scs implant and the physician was unsure what caused the infection. An antibiotic was prescribed which seemed to help, however the spot on the patients back became tender and pink in color. The patients skin broken down around the lead site and was now an open wound. The patient underwent an explant procedure and all components were discarded.